Event description:
It was reported that during a lap appendectomy procedure, the instrument cut completely but did not staple completely. Doctor had to convert to open and overstitched by hand. Patient is well.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Additional followup: the instrument cut completely but the staple line was incomplete, laparoscopically over-stitching was not possible due to poor accessibility. Therefore the surgeon converted to an open surgery. Patient is fine."